Manufacturer narrative:
Based on the current information provided, the root cause of the reported event can be attributed to non-recoverable errors on the high resolution stereo viewer (hrsv) . An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the hrsv to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv involved with this complaint and completed the evaluation. Failure analysis confirmed and reproduced the reported complaint. The monitor was installed and tested on the printed circuit assembly (pca) test system. The system started up with no image on the left hrsv monitors. The unit will be sent to the original manufacturer for repair. No image or video clip for the reported event was available for review. Additional logs confirm system sk0432 was used on 08-sep-2022 for a pulmonary lobectomy procedure. This event is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure, the high resolution stereo viewer (hrsv) was generating non-recoverable errors. The surgeon elected to convert the procedure to laparoscopic surgery and then to open surgery.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the left eye in the surgeon side console (ssc) was black. The live logs showed errors: 48229, 48225 against the endoscope/endoscope controller. The staff had tried another endoscope and there was no change. The staff toggled left/right eye on the vision side cart (vsc) and both eyes were present. The staff rebooted the system and also replaced the fiber cable (ssc-to-vsc), and there was no change. The staff stated that the left eye was completely black. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the staff turn off the system and move the console fiber cable to another jack on the vsc; there was no change. The tse asked if the site had another system they could use; they did not (all in use). The staff mentioned that they may convert to laparoscopic surgery. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was unable to use the xi because only one eye was visible on the surgeon side console (ssc). The left monitor on the surgeon console was working for a previous case but was black for the second. It was noticed by the surgeon during the docking process after there was a recoverable fault on arm 2, which disabled the arm. The docking process was stopped once the problem was found. A call was placed to technical support. The system was shut down and restarted, and troubleshooting began. The problem was isolated to the ssc, and was not resolved by changing the blue cables, changing the endoscopes, or restarting the system. The doctor then proceeded with the procedure laparoscopically and ultimately had to convert to an open procedure. There was no harm to the patient. The patient side cart was not connected to the patient, and the robotic portion of the surgery had not begun. The ssc issue was not able to be resolved via troubleshooting with technical support. An isi field service engineer was dispatched and replaced the left eye monitor on the ssc. The surgeon had no true input about the problem since it was a technical issue and not a surgical issue. No issues were noted during set up of the system at the beginning of the day. The case was not recorded.